Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31737558l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade (CT) that required drainage and prolonged hospitalization. During the procedure (before gap ablation following right pulmonary vein (rpv) circumferential ablation), blood pressure decreased and echocardiography showed accumulation of pericardial fluid. Therefore, drainage was performed. The patient was followed up in intensive care unit (ICU). The patient required extended hospitalization because of observation and the patient¿s condition improved. The discharge date was unknown. The relationship with the product was unknown. The physician commented that the event was not caused by carto 3. Transseptal puncture needle was radiofrequency (rf) needle with one transseptal puncture site performed during the procedure. The delivered energy was radiofrequency (rf) for each group of performed ablations. Prior to noting the CT, ablation was performed. No error messages observed on biosense webster equipment during the procedure. There was no evidence of steam pop. The patient did not require cardiac surgery. Force visualization features used were contact force (cf), vector, realtime graph, with parameters for stability of tag size 3. Additional filter used with the visitag was force over time 25% 3g. Color option used prospectively was tag index. The flow setting was pre: 2 seconds, post: 3 seconds. Correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.